Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The observed initially reactive result followed by non-reactive results is consistent with the known behavior of the assay, as described in the product's method sheet. Pre-analytical factors are commonly associated with such occurrences. No calibration or quality control data were provided to support further analysis. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results for one patient sample tested with the elecsys hiv combi pt assay on the cobas 8000 - cobas e 602 module. The first measurement generated a reactive result of 8.83 coi. A second measurement generated a non-reactive result of 0.182 coi. A third measurement, conducted on (B)(6) 2020, also generated a non-reactive result of 0.250 coi.